Manufacturer narrative:
Model number/catalog number: sc-2218-50. Serial number: (B)(4). Batch/lot number: 15500242/15500242. Model/catalog description: linear st lead kit 50 cm.

Event description:
A report was received that the patient had a fractured lead. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the leads and ipg were replaced. Device malfunction was suspected. The patient was doing well postoperatively. Model number/catalog number:sc-1110-02, serial number: (B)(4), batch/lot number: 14179050, model/catalog description: precision ipg kit. The explanted devices were not returned to bsn as they were kept by the medical facility. It is indicated that the devices will not be returned for evaluation therefore a failure of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review a supplemental med watch will be filed.

Event description:
A report was received that the patient had a fractured lead. The patient will undergo a revision procedure.